Event description:
It was reported that during a supply change while filling the tubing, the user received an ¿unable to proceed¿ alert associated with a fill-tubing occlusion, and after agent guidance a dry run was completed successfully followed by a successful full supply change with new supplies and resumption of insulin delivery; the issue was associated with the tube component of the infusion set. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem and a complete blockage associated with the tube component during the fill process. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.